Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was hospitalized due to high blood glucose of 782 mg/dl. Customer stated she treated with a syringe. Customer declined troubleshooting for the insulin pump, she previously had performed troubleshooting and knows there wasn't anything wrong with the device. Customer stated she was having issues with the sensor. Customer is not returning the insulin pump for analysis.